Event description:
It was reported that the 9800 system locked up, would not save images, and was arching from x-ray tube during a case. The 9800 system had to be removed and the procedure was completed with another system. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was replaced and the x-ray tube cable repaired during the service call. The system was tested and found to be working as intended and put back into service.